Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp). It was reported that when utilizing the physician programmer every other time, the hcp saw a broken programmer symbol with code. The hcp who reported the event did not know what the codes were. Aau-01 was the current software card. On (B)(6) 2018 was when the issue began and they also lost a telemetry session on (B)(6) 2018, so they had to re-create another one. The hcp picked up a spare physician programmer, reprogramming occurred for the reservoir volume as there was a set of logs for (B)(6) 2018 and then, the erroneous low reservoir occurred on (B)(6) 2018. Troubleshooting was carried out during the report, the programmer worked fine in demo mode, and the issue was resolved at the time of the report. The hcp stated she would utilize a demo pump and work some more with the programmer to see if she can get an error to appear. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Product ID (B)(4) lot# serial# unknown implanted: explanted: product type software card #: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the software card version of their spare programmer was aau. No further complications were reported.